Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had a shield/cap/ stopper is different color/shade or faded. The following information was provided by the initial reporter: the customer noticed "the shield was discolored."

Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 3 photos were forwarded to the manufacturing facility for investigation. The photos and sample were reviewed and the indicated failure mode for discolored shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had a shield/cap/ stopper is different color/shade or faded. The following information was provided by the initial reporter: the customer noticed "the shield was discolored."